Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels. The customer did not provide bg values. The customer declined troubleshooting with tandem technical support, and declined to provided any additional information.